Event description:
Patient reported left side "rupture and notification of the recall in 2019." Patient later reported the that "left subpectoral augmentation implant is intact" via MRI. Healthcare professional later reported "fibrous capsule with silicone extrusion." Device has been explanted.

Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.